Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycaemia. The customer's blood glucose value was 400 mg/dl at the time of the incident. The customer stated that a dark button on her screen and it has shut the insulin pump off not allowing the pump to work. The device will not be returned for analysis.